Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was submerged in water and an altitude alarm was declared. The customer's blood glucose level was not impacted. The customer was able to clear the alarm and resume insulin delivery.

Manufacturer narrative:
(B)(4)